Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when doing intestinal loop during a laparoscopic gastroplasty, the shutter button stopped working on the fourth shot. It was stated that after being triggered, the trigger button stopped working. The stapler was disassembled but did not return to operation. It was necessary to open a manual stapler and the load worked perfectly. There was no patient injury.